Event description:
Per the surgeon's report, the pt was seen at the ER in 2008, due to the child having a fever and complaining of pain. The child was treated with IV antibiotics (rocephin). The following month, the area around the implant was inflamed. Three days later, fluid was drawn and staph aureus was cultured. The IV antibiotic treatment was continued in the hospital (admission date and length of stay not reported). The child was discharged from the hospital with a course of oral antibiotics.

Manufacturer narrative:
This is a final report.